Event description:
It was reported that, "the cup, liner and head were removed due to loosening caused by a pelvic fracture. No other info per hospital protocol."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the pt and was not returned to the manufacturer. No other info was provided per hospital protocol. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.